Event description:
It was reported that about a month post-surgery the device alerted for high rv (right ventricular) coil and svc (superior vena cava) coil impedance. The patient was brought back to surgery where it was found that when the physician pulled on the connector it cameout with no resistance. The physician reinserted the connector and tightened the connection. A tug test was done and the lead would not budge. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D334vrg implantable cardioverter defibrillator - 2013-(B)(6). (B)(4).